Event description:
Additional information received. Pt called back repeating information originally documented in this case regarding experiencing a painful burning sensation at implant site at night. Pt stated it doesn't happen every night. Pt stated they spoke with their hcp about it and was instructed to contact medtronic themselves. Pt stated they spoke with mdt rep, michelle and was told there's nothing she can do for pt. Pt also mentioned (B)(6) told them they're "too positional" to target their pain and was instructed to contact patient services. Pt stated they feel as though they're being bounced around and aren't receiving help. 2021-12-01 patltr (con) additional information received. Patient reported they did not know what cause was. Patient was advised to call pats. Issue not resolved. Tried to change settings but could not. Patient reported they had an appointment on (B)(6) but was told medtronic could help.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain ( trunk/limbs) and spinal pain. The reason for call was pt says that they have an appointment with hcp and want a rep there to adjust settings and says "I am having some problems". Pt says the issue is "I have woken up the last 2 nights dreaming I was in surgery and they were doing surgery without anesthesia" and says they had this dream because they feel a burning at implant site, and this started 2 nights ago. The patient was redirected to their healthcare provider to further address the issue. Pt also reported not getting good therapy coverage and stated that this started about a year ago and says this started sometime in 2019 or 2020 (asked unknown). Pt says "the dr thinks they could get better coverage". An email was sent to a local rep to call the patient.   Additional information was later received from the patient on (B)(6) 2021 , reporting that for the past couple years their settings wo uld change when they moved. The patient confirmed it was not due to adaptvie stimulation and didn't happen when the patient changed positions. It was reported that it happened when the patient moves a little bit. The patient stated that the issue had worsened over time and now for example, if they move even a little bit while sitting, the settings change on their own. The patient reported about 5 to 6 weeks ago, the stimulation started turning off by itself. The patient stated on (B)(6) 2021 they started feeling a lot of pain at the implant site. The patient described the pain as though someone was cutting into them and said it burned. The patient stated that the pain felt like they were having surgery without anesthesia. The patient stated that the pain would come and go, but it was mainly present at night. The patient met with a rep on (B)(6) 2021 and the rep was unable to figure out the root cause of the issues. The patient stated that the rep attempted to reprogram the patient's ins but was unable to resolve the issue. The patient  also said the rep instructed the patient to contact patient services. Patient services recommended that the patient continue to work with their healthcare provider (hcp) and rep to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Caller reports patient had ins replacement done 2 days ago. Caller reports physician and patient elected to have ins replaced and move the current ins up higher, superior, in the same pocket. Caller reports there was nothing wrong with the ins. Caller reports patient had complained of burning sensation in the pocket with the stimulation off for a few months and did not make any difference. Caller reports physician determined the burning sensation has nothing to do with the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) indicated that the patient saw their physician and they took an xray and everything looked intact. The patient is getting good coverage and impedances are within normal limits. The patient reported that they lost weight.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported cause of burning at implant site not determined. Patient was told leads were hunched up. Rep tried to reprogram but couldn't. As far as pain it doesn't look red but hasn't resolved. Patient told to keep trying and watch to see if issue resolves.